Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The device was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and that the pump delivered insulin accurately. Review of the pump history revealed occlusion alarms caused by an unidentified source. Occlusions could not be duplicated during evaluation.